Manufacturer narrative:
Investigation result: the device was not returned for analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review did not reveal any anomalies as it states system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing vibration that is too much and the implantable pulse generator (ipg) was bulging out. The patient was also experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent implantable pulse generator (ipg) replacement procedure. Patient is doing well postoperatively. Nothing will be returned because facility does not allow reps to take equipment.

Event description:
It was reported that the patient was experiencing vibration that is too much and the implantable pulse generator (ipg) was bulging out. The patient was also experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent implantable pulse generator (ipg) replacement procedure. Patient is doing well postoperatively. Nothing will be returned because facility does not allow reps to take equipment